Event description:
Customer reported that he was hospitalized due to high blood glucose and ketoacidosis. The blood glucose reading was 253 mg/dl at the time of hospitalization. Customer stated that his transmitter was not working. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with damaged cow catcher corners. However, the insulin pump passed functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2014-80898.